Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a erratic blood glucose (bg) levels (values unknown). Customer reported that the erratic bg levels were making him sick. No further information provided regarding issue and customer declined to provide further information.